Event description:
It was reported the patient's blood glucose level rose to 315 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. It was also reported that the site was red. Treatment information was not provided

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be kinked. The exact timing and cause of the damage is unknown. Although damage was observed to the soft cannula, fluid was able to flow through the fluid path. No timeouts or drive stalls were observed in the pod data. The pod data indicates there was no struggle to deliver insulin. No damages or leakages were observed that could have contributed to the reported skin irritation of the infusion site. The exact cause of the reported skin irritation of the infusion site could not be determined. The top housing was observed to be cracked. It could not be determined when these cracks occurred or what caused the cracks. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.